Event description:
It was reported that this lead was explanted due to venous occlusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field d6b: explant date. Correction to field h6: impact codes.

Event description:
It was reported that the patient with this lead experienced a venous occlusion. An unspecified procedure was performed; however, the details of the procedure were not provided. Multiple attempts have been made to obtain more information regarding the event, but no further information could be obtained. No additional adverse patient effects were reported.